Event description:
During use of the device for a cardiopulmonary bypass procedure, the info display of the heart lung console was disrupted by a moving vertical or horizontal line. The essential pumping functions of the console were not affected by the event. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval anticipated but not begun.